Event description:
Customer reported that she received a no delivery alarm during prime. Customer stated, she tried to rewind again but alarm is recurring. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. She was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer changed the reservoir; insulin pump did not alarm no delivery with manual prime. Current blood glucose value is 98 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.